Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The durom cup shows damage most likely from the revision surgery, e.g. Nicks, scratches and polishing of the coating. On the articulation side of the durom cup numerous fine scratches. No bone attachments on the anchoring side can be observed. One continuous part of the anchoring surface is broken off and on the remaining surface some polished areas can be found. The articulation surface of the metasul head shows several slight scratches. In addition, marks from an electrocautry tool can be seen. In the as-received state, the metasul head adapter was still assembled with the metasul head and was disassembled using the extractor instrument during the cleaning procedure to further evaluate the head adapter. On the inner surface of the head adapter surface changes due to fretting corrosion can be found. There are also lot of polished areas visible. The outer surface shows discoloration and oxidation. A review of the manufacturing history records confirms that no abnormalities or deviations were reported. The evaluation of the devices does not change the previously reported investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. Medical product: metasul ldh, head, 48, code n, taper 18/20; catalog#: 01.00181.480; lot#: 2367392. Therapy date: (B)(6) 2021. The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted with a durom cup on an unknown side and underwent a revision surgery due to pain, osteolysis and elevated metal ions.